Event description:
It was reported that the device was used during a ladg. The staple malformed at distal half of staple line. Another device was used to complete the case. There was no adverse consequence to the patient.